Event description:
It was reported that the pump gives permanent alarm, displays "overpressure". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No information has been provided to date. One device was received. Per visual inspection, no physical damage was found on the pump. Ehl shows "upstream occlusion" alarm messages. Functional testing could not confirm or replicate the complaint at time of investigation, however the ehl shows an unusual amount of "upstream occlusion". The cause was unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pump will be calibrated as a preventive measure.